Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the elbow connection of a portex® anesthesia breathing circuit cracked and cause a "large leak" intra-operatively. The event occurred in the hospital after one day in use. The original intended procedure was general anesthesia. No injury was reported.